Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that a doctor used a refractive analyzer to determine sphere and cylinder power for the intraocular lens (iol) to be used during a patient's cataract procedure. Surgeon went with refractive analyzer's choice of iol power. An iol was implanted. A refractive surprise resulted. Two months later was explanted and a new iol was implanted. Power of new iol was calculated using the post operative refractions.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The company clinical applications specialist reviewed the system images and noted: fair to poor fixation visualized via fringe pattern, air bubbles in fringe pattern/live view, slight evidence of dryness, good limbal exposure, iop likely low as striae is noted in fringe pattern near primary incision, tilt of lens throughout measurements. The system suggested intraocular lens (iol) power of 26.5 d. The iol implanted was 27.0d. In conclusion in the final review, it was also noted that in the laser list the optimized lens was not used to determine the sphere power for the lens. A back calculation was performed by the surgeon and using the selected for the spherical power it would have given a system suggested power of 28d -0.61. Potential complications includes: potential errors in measuring refractions may occur when the cylinder, axis, or spherical equivalent are displayed in red on the screen. Significant central corneal irregularities resulting in higher order aberrations might yield inaccurate refractive measurements. Post radial keratectomy eyes might yield inaccurate refractive measurement. The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).